Manufacturer narrative:
Company comment: the serious unexpected events of asia syndrome, polymyositis and rhabdomyolysis, and the non-serious unexpected events of asthenia, myalgia and the non-serious expected events of inflammation, pyrexia, fatigue were considered possibly related as a causal relationship to the treatment cannot be ruled out. Seriousness criteria include the need for medical interventions and hospitalization to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product, encompassing a spectrum of immune-mediated disorders triggered by exposure to the use of product. The potential contributory factor includes patient's medical history of hypothyroidism and immune reaction. The events asthenia, myalgia, inflammation, pyrexia, fatigue were likely secondary to asia syndrome leading to polymyositis and rhabdomyolysis. Alternative root cause includes undisclosed/undiagnosed medical conditions which could be triggered by exposure to our product or the concomitant treatment with hyaluronic acid neuramis. The sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. To rule out a potential non-conforming product, a repeat batch record review is currently pending. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-may-2026 by a pharmacist concerning a 38-year-old female caucasian/white patient. The medical history of the patient included hypothyroidism. She previously had a history of immune reaction and underwent removal of breast prosthesis in 2024 (approximately two years ago from the date of the report). The patient reported no history of active autoimmune disease. No information about history of allergies has been provided. The patient had previously received treatment with radiesse and unspecified botulinum toxin [botulinum toxin nos]. On (B)(6) 2026, the patient received treatment with 10 ml of sculptra (lot 5j2471), 5 ml in each hemiface with 1.5 ml to temporal area, 2 ml to mandibular area and 1.5 ml to anteromalar or malar area using 22g cannula with retro injection. The procedure was performed according to individualized planning, with reconstitution and the technique of applying sculptra according to the recommendations in the package insert and without immediate complications. The sculptra was reconstituted to 10 ml (intentional device misuse). On (B)(6) 2026, the patient reported adequate evolution, with no relevant inflammatory signs. In the following days, the patient remained stable and expressed interest in undergoing new aesthetic procedures. The patient was formally instructed about the need to maintain a minimum interval of 15 days between injectable procedures. This guidance was reiterated on (B)(6) 2026, when she inquired about undergoing an additional procedure. On (B)(6) 2026, the patient reported that she received a treatment with 3 ml of hyaluronic acid of neuramis brand in the region of the nasolabial and malar fold at another clinic, with an interval shorter than the recommendation. After the second treatment procedure, in (B)(6) 2026, the patient began to experience important systemic symptoms, including fever (pyrexia), severe weakness (asthenia), generalized muscle pain/muscle burning sensation (myalgia), debilitating fatigue (fatigue) and systemic inflammatory symptoms (inflammation). In (B)(6) 2026, the patient went to the reporting hcp for evaluation and removal of the hyaluronic acid. The patient was later referred back to the injecting hcp who administered hyaluronidase [hyaluronidase]. Despite this, the patient's conditions progressed, requiring hospital care. At the hospital, laboratory tests were performed which showed a significant increase in creatine kinase of 1.842 u/l. During hospitalization, the diagnostic hypothesis of rhabdomyolysis (rhabdomyolysis) was raised. The patient was given guidance by an hcp on the suspension of new procedures and was remotely monitored. She was undergoing systemic corticosteroid therapy with prednisolone [prednisolone] and was advised to continue follow-up at hospital. After the removal of hyaluronic acid, the patient continued to experience the reported symptoms and required medical treatment. At the time of the first hospitalization, the diagnosis of rhabdomyolysis was considered. Subsequently, the patient was investigated for suspected asia syndrome (asia syndrome) and polymyositis (polymyositis), however she was still undergoing unspecified tests and was awaiting the results to confirm the physician's diagnosis. At the time of this report, on 11-may-2026, the patient was recovering and under medical supervision. The reporting hcp assessed events as severe and causality as not evaluable. Outcome at the time of the report: rhabdomyolysis was recovering/resolving. Asia syndrome was recovering/resolving. Polymyositis was recovering/resolving. Fever was recovering/resolving. Weakness was recovering/resolving. Generalized muscle pain/muscle burning sensation was recovering/resolving. Debilitating fatigue was recovering/resolving. Systemic inflammatory symptoms was recovering/resolving. Sculptra was reconstituted to 10 ml was recovered/resolved. Tracking list:. V.0 initial report v.1 fu received on (B)(6) 2026 and (B)(6) 2026 from the same reporter. Reporter occupation updated to pharmacist, patient demographics, medical history, past filler and toxin treatment, suspect device volume, needle type, injection technique, event severity, outcome and reporter causality were updated. Event intentional device misuse added.